Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All of the buttons are responding properly. No damage or moisture damage on the keypad assembly, unlocked j1 printed circuit board keypad connector, or stuck button alarm noted during our testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a stuck button. The customer's blood glucose reading was unknown. The customer was unsure if they pressed a button down for 3 minutes or longer. The customer stated that the pump went blank and there was a red light. The customer was not able to clear the alarm. The insulin pump was returned for analysis.